Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the luer lock separated from the infusion tubing. This occurred on 5 different occasions over a period of time while using the same box of infusion sets.